Event description:
Related manufacturer report reference numbers: 2938836-2019-01997 and 2938836-2019-01998. During a follow-up, it was noted that the device had migrated within the pocket and resulted in the dislodgement of the right atrial (ra) and right ventricular (rv) leads. The dislodgement of the rv lead resulted in episodes of inadequate and inappropriate therapy. During a repositioning, while attempting to relocate the ra lead, the helix would not extend. The ra lead was explanted and replaced and the rv lead was repositioned to resolve the event. The patient was stable with no adverse consequences reported.

Manufacturer narrative:
The reported events were lead dislodgement and helix would not extend. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix could not extend was confirmed. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event helix would not extend isolated to the helix being clogged with blood/tissue.